Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's blood glucose at the time of hospitalization was 200 mg/dl. Customer reported that having multiple sclerosis and a bladder infection is what was causing high blood glucose. Customer was released on manual injections. Customer was wearing insulin pump at time of hospitalization. Troubleshooting was performed on insulin pump. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that reservoir had air bubbles. High pressure test was perform with incorrect setting and customer was advised to call back to complete test.